Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
During onsite clinical site visit it was reported that clinical has had issues with infusion rate accuracy. The information on patient involvement is unknown. This was a general complaint, no specific events were mentioned. Per customer, no further information will be available and no devices will be sent to bd for investigation.